Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working, believed to be due to urethral atrophy. A surgical procedure was performed, during which the device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
The exact event date and implant date were not available, therefore the dates on (B)(6) 2024 and on (B)(6) 2020 were used as estimates, respectively.